Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date on the pump was one year behind from the current date. Reportedly, the customer inadvertently entered the date incorrectly when setting up the settings on the replacement pump. Tandem technical support assisted the customer with correcting the date. Customer reported blood glucose level was not impacted by the issue.